Event description:
It was reported that the patient presented in clinic for a 1 week follow-up with palpitations. A fluoroscopy was performed and it was discovered that all the leads were dislodged. The patient was admitted and the physician attempted to reposition however, was unsuccessful. All the leads were explanted and replaced. The patient was in stable condition.